Event description:
Manufacturers ref: # (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the internal leakage test (system volume too low) during the pre-use check. The air gas module was found as defective and was replaced. No logs were provided and the replaced air gas module was not returned for investigation, therefore the root cause for the reported problem could not be determined.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).